Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after swimming all keypad buttons became unresponsive. The reporter attempted rebooting the pump and stated that pump was now frozen on verify screen. The pump is worn attached to a belt and not cleaned. The reporter denies seeing any cracks in pump, states caps were secure, there is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on evaluation, the pump was observed to have moisture in the cartridge compartment. A leak test was performed on the pump and failed; a leak was evident at the torn keypad near the contrast/backlight keypad button. The pump was disassembled for further investigation and revealed moisture on the keypad flex connector pins. Unrelated to the complaint, the keypad was found to be torn and missing in the area of the contrast keypad button. The up arrow and down arrow keypad buttons were responsive when pressed. The ok and contrast keypad buttons were intermittently unresponsive when pressed. The keypad cover was removed for investigation with no contamination found.